Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd bbl¿ plate hektoen enteric agar 90mm-na biological contamination was found. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: contaminated plates the contamination is coagulase negative staphylococci and spores!

Manufacturer narrative:
H.6 investigation summary: it was reported that agar would be contaminated with staphylococci and spores. The complaint trends were reviewed for a period covering 12 months. There was one similar complaint reported during that period on this product. However, a trend could not be identified. The batch history review did not indicate any discrepancies. All release testing was satisfactory and no deviations were observed. A picture sample was provided showing one contaminated plate. Retention samples were reviewed for this lot and a contamination was not detected. This product is filled under aseptic conditions. Therefore sterility of the finished product cannot be guaranteed. Unfortunately a 100 % inspection level for sterility is not possible and sterility testing is carried out on the basis of a representative sample. In consequence, occasional contaminations cannot be prevented. Currently several cross-functional teams are conducting extensive investigation to reduce the occurrence for such subliminal contaminations. Please be aware that such investigation will take its time. A definite root cause was not identified. Bd will continue to monitor incoming complaints for similar defect types. Based on the evaluation of the provided report and based on the provided picture, the complaint was confirmed. A corrective and preventive action will not be implemented as a trend could not be identified. Update received from the reporter on 2/21/2022: the customer called in to report that the contamination is coagulase negative staphylococci and spores. H3 other text : see h.10.

Event description:
It was reported while testing with bd bbl¿ plate hektoen enteric agar 90mm-na biological contamination was found. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: contaminated plates.